Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This is the first of two reports for this reported event. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that knives were used during a cataract surgery after which retained metal particles were noted inside of the incision site. The incision site required irrigation. There was no harm to the patient. Additional information has been requested. Additional information received further clarified that not all particles were removed from the incisions with irrigation and that particles are seen in most cases at one week post-op.